Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was in storage mode. The device was reported to have been changed out to another manufacture's device. There were no adverse patient effects reported. It is unknown if the device will be returned for analysis.